Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/02/2015 and found pinch valve pv21 sluggish. The fse lubricated the actuator to allow for faster movement. The repair was verified per established service procedures. (B)(6).

Event description:
The customer reported a fluid leak of approximately 5ml in volume onto the counter top while using a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.